Event description:
On (B) (6) 2003, the resident was being lifted by two special care aides using the sabina sit/stand lift. Inadvertently, the lift swing arm hook on the right side pierced the resident's arm. Facility reports: "in doing an investigation of the incident, we noted that the staff needed an update in their positioning and lifting technique and this was done. We appreciate the promptness and helpfulness of the supplier in doing the inservice and refreshing our knowledge of the operation of the lift."

Manufacturer narrative:
Liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.